Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00872.

Event description:
The patient was undergoing a coil embolization procedure to treat an abdominal aortic aneurysm (aaa) endoleak using ruby coils. During the procedure, two ruby coils would not advance into a lantern delivery microcatheter (lantern); therefore, they were removed. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.